Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior). Product problem(s): "the vitrectomy probe would not vacuum" (aspiration issue). A nurse reported, during an anterior vitrectomy, two vitrectors would not vacuum or were intermittent. The case was completed via manual technique. Additional info was requested. Additional info received from the nurse indicated one suture was used to complete the case. The nurse reported, the pt experienced a posterior capsular (pc) tear caused by surgical complication and did not fault any alcon product. The vitrectomy probes were saved and will be sent in for investigation.